Manufacturer narrative:
Manufacturing site evaluation: the traceability of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (fx#431-t) was implanted together with a shuntassistant (#fv251t) during a procedure on (B)(6) 2024. Some adjustments of the progav 2.0 were performed. On (B)(6) 2025 the patient came in the hospital for review and needed an adjustment. The change of the pressure setting was not possible. Therefore, the patient underwent a revision procedure on (B)(6) 2025 of both products. The revised products were sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same event as medwatch 3004721439-2025-00261 (#fv251t)

Manufacturer narrative:
Manufacturing site evaluation: visual inspection. During the investigation, scratches on the outer housing of the progav2.0 were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to measure the opening pressure using a computer-controlled miethke testing device that simulates the flow of cerebrospinal fluid, the valve is tested in horizontal positions. The results show that the progav 2.0 is operating not within the accepted tolerance in the vertical position. An accelerated could be determined. Adjustment test the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valve, deposits were found in progav 2.0. Results according to the investigation results, a non-adjustability and an accelerated outflow of the progav 2.0 were detected. The visible deposits have led to the functional deviations. Furthermore, we can determine visible deposits in the control reservoir. The deposits had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We cannot detect any functional deviations or other anomalies in the ventricular catheter and deflector. The products have functioned within all specifications. The examination of the return has been completed with the drafting of this report. No further actions are required as a result of the complaint. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.